Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella ld device for mechanical circulatory support as a bridge to therapy. While on support, the patient experienced bleeding issues during the coronary artery bypass graft requiring six units of packed red blood cells, 6 units of fresh frozen plasma, and two units of platelets. It was reported that due to high purge pressure issues that tissue plasminogen activator was started resulting in a cleared purge pathway. The patient remained on impella support and was reported to have survived a successful weaning and explant.